Event description:
A malfunction was reported with a code displayed as malf 0, occurring without any prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.